Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 310cc saline breast implant, catalog # 3503310, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 310cc and experienced deflation on the left breast implant. The patient noticed the left side implant started to decrease in size; the deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: it was reported that a 30 year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 310 cc and experienced deflation on the left breast implant. The patient noticed the left side implant started to decrease in size; the deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Although the device was returned to mentor, an explantation date was not provided. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).